Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was easily introduced and placed in the right ventricle. The first rv lead measurement revealed high impedance, high thresholds, and unstable and low sensing. There was no issue extending and retracting the tip of the rv lead. Re-positioning of the rv lead was performed, and lead measurements were taken five time however, the same impedance, thresholds, and sensing issue occurred. The rv lead was removed and exchanged for a different lead with acceptable values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.